Event description:
The customer reported the ventilator would not pass pre-operational testing. The manufacturers field service engineer confirmed the reported problem. During evaluation, the service engineer reported the exhalation solenoid was not opening. As noted, the finding may result in a vent inop due to an autozero failure during normal ventilation mode use. Vent inop, when in use, will stop providing ventilatory support to the patient. The service engineer replaced the 3 station solenoid to address the finding.